Event description:
It was reported that during a procedure, the little plastic tip started to turn black and broke off inside the patient. The piece was retrieved causing a slight delay surgery.

Manufacturer narrative:
The failure mode was confirmed on the returned unit. The probable root causes for the ceramic tip breakage can be associated, but are not limited to: non conforming component. According to the device history record review, the lot was manufactured according to specifications. Based on the fact that no nonconformance reports related to non-conforming component have being identified for the reported lot number that could be related to the reported condition, it can be ruled out as a possible root cause. Poor assembly process. A 30x inspection of the probe¿s tip assembly is performed on all the probes during manufacturing. According to the activation history the unit was activated 27 times, for 197 seconds, for coagulating and cutting tissue at a cut power level setting of 9 (power setting range is 0-11) before the ceramic fell off, which indicates that the unit was assembled properly and was fully operational for an extended period of time. Therefore, a possible workmanship (assembly) related condition is a less likely possible contributor based on the line controls and device history record review and returned unit¿s activation history review. Misuse. The probe is delivered inside a blister in which the unit is snapped in place, and the blister is placed inside a box, which provides protection to the tip of the probe. If the probe is delivered to the customer with a damage on the tip, then the unit must be discarded before use. In sum, the unit was returned and the failure mode was confirmed.

Event description:
It was reported that during a procedure the little plastic tip started to turn black and broke off inside the patient. The piece was retrieved causing a slight delay surgery.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.